Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement outside the patient occurred. A 3.50 x 16 synergy drug-eluting stent was selected for use to treat the lesion. However, during preparation when the stylet was removed, the stent remained on the stylet rather than on the balloon. On review, the stent appeared crumpled or half extended. No patient complications were reported.